Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Caller had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.